Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05479. It was reported that the patient's implantable cardioverter defibrillator was oversensing noise on the right ventricular lead. Noise was reproducible when the patient moved their arm. The right ventricular lead therapies were turned off. Patient was in stable condition throughout.